Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not receiving communication from servers. The field service engineer (fse) checked the ethernet cable for damage and tested the port by connecting it to a laptop. The network settings were adjusted to auto-negotiation, restoring network connectivity. The station was then rebooted to complete the process. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was experiencing an issue with disconnected mode. The customer stated that the station had already been rebooted and the ethernet cable checked, but the station was still unable to come online. The customer indicated that the issue might be related to auto negotiation settings. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.